Manufacturer narrative:
(B)(4). The arjo representative became aware of the event involving marisa passive floor lift and sling. It was reported that during patients transfer from the shower trolley to the wheelchair the resident fell out of the device. As a consequence of the event, the patient sustained cut on the head which required stitches. After the event the arjo representative evaluated the device. The visual lift inspection showed that the covers had paint peeling due to normal wear. The functional test showed that the device was working according to the manufacturer¿ s specifications. The sling visual inspection indicated that the clip was wear. However, the sling still could be attached to the device securely. Arjo service technician provided information that the most probable cause of patent fall was clip incorrectly attached to the device. Based on provided pictures of sling clips we can state that the sling was manufactured in august 2010. The sling serial number was not provided. The marisa passive floor lift was manufactured in 2006. The device has been in use for the above 14 years. Passive sling IFU (max81785m-int issue 1, feb-2009) provides patients with warnings: ¿the operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling straps do not show signs of fraying, tearing or other damage and that there is no damage (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling¿. ¿always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the resident¿s weight is gradually taken up. Always check that the clip is mounted on the attachment lugs in its most downward position.¿ based on product knowledge and previously made simulations we can state that a sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the patient. It cannot go down as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Unfortunately, the customer did not provide any further details regarding the event circumstances. However, based on all information gathered it can be concluded that the most probable root cause can be related to the way the sling clip was applied on the device spreader bar. In summary, the marisa passive floor lift and the clip sling were used to transferring the resident and played a role in the reported event. The evaluation of the involved devices revealed that they were in overall good conditions, however, clip detached during patient¿s transfer and from that perspective system did not work as intended. This complaint was decided to be reported to competent authorities due to the fact that during transfer sling clip detached causing the patient to fall and sustain serious injury.

Event description:
The arjo representative became aware of the event involving marisa passive floor lift and sling. It was reported that during patients transfer from the shower trolley to the wheelchair the resident fell out of the device. As a consequence of the event, the patient sustained cut on the head which required stitches.